Event description:
It was reported a non-dehp i.v. Catheter extension set disconnected. A pediatric (reported as a ¿(B)(6)¿) patient was ¿kicking their feet¿, and peripheral IV in the leg disconnected at the t-connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the reported occurrence date was reported as "either (B)(6) 2021 or (B)(6) 2021". H10: two (2) devices wee received for evaluation. During visual inspection, sample one was received with two unknown pieces and without bantam slide clamp. Sample number two was received with an unknown piece attached. During visual inspection the microbore winged female luer lock adapter was observed separated from the tubing in both samples. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.